Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Upon visually inspecting the inside of the device, it was observed that the power pcb assembly to therapy pcb assembly cable was not fully inserted into the power module. Physio re-seated the cable which resolved the reported issue. The user interface to stack flex assembly was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.